Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump intermittently shut down unexpectedly. Customer¿s blood glucose level was 386mg/dl. Reportedly, the customer declined troubleshooting.